Manufacturer narrative:
No devices or photographs were returned for review; therefore the condition of the devices is unknown. Review of the device history records did not find any deviations or anomalies. Review of the operative notes confirms that the patient underwent left total hip replacement due to acetabular fracture with femoral head osteonecrosis. It was noted that the trial components gave good stability. Trials were removed and final components were implanted. The final components also gave good stability. Review of the operative notes confirms that the patient underwent revision left total hip arthroplasty due to acetabular fracture with anterior dislocation. It was noted from the notes that the acetabular shell, liner, femoral stem and the head were replaced. It was stated by the patient in the progress notes that post-operative to the primary surgery the pt therapist allowed the patient's leg to fall to the floor when the patient tried to stand which caused extreme pain. It was also stated in the progress notes that at the night of (B)(6) 2011 nurses changing the patient's bed linen did not properly support the leg causing dislocation. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Product history search revealed no additional complaints against the related part and lot combinations. It is likely that the above mentioned actions that were stated by the patient might have contributed to the dislocation. These devices are used for treatment.

Manufacturer narrative:
(B)(4). Other device used: catalog #721032800, total head, lot #60694796. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised 7 days post op from initial hip replacement due to dislocation.

Manufacturer narrative:
No devices or photographs were returned for review; therefore the condition of the devices is unknown. The device history records were reviewed for deviations and anomalies with no deviations or anomalies identified. Devices are used for treatment. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Product history search revealed no additional complaints against the related part and lot combinations. It is likely that the above mentioned actions that were stated by the patient might have contributed to the dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.